Manufacturer narrative:
From t:slim x2 user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance with the load process. Reportedly, customer accidently skipped the fill cannula step and went the fill tubing step while connected to the infusion set site. Eight units of insulin had been delivered inadvertently to the customer and tandem's technical support instructed to immediately disconnect from the site. Customer was able to complete the load process and resume insulin delivery. Blood glucose level was 295 mg/dl, and was addressed by delivering a correction bolus with the pump. Customer declined further follow-up.